Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 62mg/dl and felt shaky. The patient reportedly was treated with juice and had remained on insulin pump therapy. It was noted that the pump emitted multiple ¿loss of prime¿ warnings. The pump and patient reportedly was unavailable to troubleshoot the pump. The reported bg with symptom does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the black box began on 2016-06-23. Due to continued use of the pump, the black box data and histories for the event were overwritten. The total daily dose correctly reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump information for the complaint date was overwritten. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.